Manufacturer narrative:
H10: e1: (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unstable. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) was evaluating the device at a bench service center and observed that the central processing unit (cpu) tray cover was missing two feet and had damage to the screw socket the feet would be placed into. Due to this socket damage, the device was not able to securely hold a foot which resulted in the stability of the device being affected. The bse determined that a replacement cpu tray cover would be required. This investigation is ongoing.

Manufacturer narrative:
A bench service engineer (bse) was evaluating the device at a bench service center and observed that the central processing unit (cpu) tray cover was missing two feet and had damage to the screw socket the feet would be placed into. Due to this socket damage, the device was not able to securely hold a foot which resulted in the stability of the device being affected. The bse determined that a replacement cpu tray cover would be required. The bse replaced the cpu tray cover on 31jan2025 to resolve the footing issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The bse restored the device to factory settings before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.